Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding multiple emergency room visit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. From the attorney of the family. The information received on (B)(6) 2021 stated the following that the customer used the medtronic minimed model 630g (mmt-1755). The insulin pump will not be returned for analysis.